Event description:
The patient underwent a diagnostic procedure in 2001. The physician closed the arteriotomy site with the closer tsl 6 fr device. The patient was discharged home. Four days following the procedure the patient returned to the hospital and presented with drainage and redness and a temperature of 102 degrees. The patient was taken to surgery for incision and drainage of abcess of groin. The surgeon removed the infected suture and resutured the arterial wall. Culture from the site revealed a staph infection and bacteremia was diagnosed. The patient received antibiotics oxycillin and vancomycin.the patient recovered without further incident and was discharged.